Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they were contacted by ER physician in florida, dr. (B)(6), as patient is currently in the ER "jerking and dancing around" and stim is shocking them; patient indicated this has happened once before (unknown date). Caller stated that patient claimed the ins is on but patient doesn't have access to their programmer and caller (along with their colleagues) are not near the facility where they can go and interrogate the ins. The caller was not with the patient. Caller asked if they should recommend explanting the ins - tss reviewed that would be up to the hcp and given the implant date, it's possible that the ins is already at eos and off. Tss reviewed that hcp could proceed with working up the patient as if the ins were already off (i.e. Consider other causes other than the ins) but it would be their decision. Tss also suggested that if patient has a managing hcp in (B)(6), that hcp could be contacted to see if they have access to clinician programmer. Additional information received from the manufacturer representative reported that the cause was not determined. The patient was going to have the device explanted. The issue was resolved.